Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine dose and con centration not reported via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included spinal cord injury at t5 and chronic pain. It was reported that the managing physicians nurse practitioner suspected an issue with the catheter and or catheter tip position as the patient had not gotten much pain relief since it was replaced a year ago. Per the nurse practitioner the patient was not getting results from therapy since the catheter and pump were replaced (B)(6) 2016, not getting pain relief. The pump did not show any motor stalls. There were no known environmental, external or patient factors that may have led or contributed to the issue. The company representative did not know what all troubleshooting was done, only knew that they suspected a catheter issue and referred the patient to surgery for catheter replacement with tip placed higher in the spine. The catheter that was implanted a year ago was fully explanted on (B)(6) 2017 and a new catheter was implanted with tip placed at c5 vs t7 with old catheter in hopes that would give the patient good pain relief. The reporter also indicated that the patient had/has morphine and baclofen in their pump. The dose was cut in half at time of catheter replacement yesterday. The baclofen decreased from 110 to 55 mcg/day and the morphine dose cut in half as well. The company representative did not remember exact dosage but thought it went from 2.6mg/day to 1.3 mg/day. The issue was resolved at the time of the report and the patient¿s status was noted to be alive, no injury. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in regards to when the patient first started experiencing the suspected catheter issue it was noted that the patient was not able to give a specific month but sounds like it would be (B)(6) 2016 since she felt the therapy had not been very effective since pump and catheter were replaced (B)(6) 2016. The pump showed no motor stalls and old catheter was patent as the physician was able to easily aspirate catheter. The reporter did not know the exact issue. The managing physician/nurse practitioner felt therapy had not been effective because catheter tip was not high enough in spine, so they had surgeon replace catheter with tip in cervical spine. No further complications were reported/anticipated.